Event description:
It was reported that the customer had issues with the sensor and the insulin pump not communicating properly. An infusion set cannula was bent, causing him to have a high blood glucose level of 509 mg/dl. He received lost sensor alarms, a weak signal alarm, and a threshold suspend alert. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.